Manufacturer narrative:
Stenosis was roughly 60%. The device was inspected before use with no issues noted. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. No resistance was noted advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid lad. It was reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was removed using a snare.

Manufacturer narrative:
Product analysis summary: the balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. Deformation was evident to the dislodged stent. Blood and tissue were visible in the dislodged stent. Deformation was evident to the distal tip. No damage was evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.